Event description:
It was reported externalized conductors were observed through fluoroscopy back in (B)(6). The patient was asymptomatic throughout the event. There were no electrical anomalies with the lead. The pace/sense portion of the lead was capped and replaced. The extracted portion was also reported to be fractured. The patient condition after the procedure is stable.